Event description:
Additional information: it was reported that on (B)(6) 2016, the patient had a lactate dehydrogenase level of 625 u/l and plasma free hemoglobin of 18.3 g/dl in clinic. It was reported that the patient had no signs nor symptoms of hematuria. The patient's map has been in the 90's and the patient is now on medication for lowering blood pressure.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient developed elevated lactate dehydrogenase (ldh) levels with associated high estimated pump flows. Intermittent high powers were observed through review of the log file by the manufacturer's technical services representative. The patient was started on intravenous heparin, coumadin was held and aspirin was increased to 325mg daily. On (B)(6) 2016, a computed tomography angiography (cta) showed no evidence of thrombosis. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase (ldh) level was found to have decreased by an unspecified amount when checked on (B)(6) 2016. No further testing was performed. The patient was discharged home on lovenox with close monitoring. The patient's ldh level was checked weekly.